Event description:
It was reported that an alert for high lead impedance was observed. High threshold was also noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.